Event description:
Healthcare professional reported after injection with juvederum voluma xc in the cheeks the pt developed "extreme swelling", redness, and hardness on the left side of the face. The pt was prescribed a "steroid pack" and hyaluronidase to "help reduce the symptoms."

Manufacturer narrative:
Further information from the reporter regarding event, product, or pt details has been requested. No additional information is available at this time. The events of "extreme swelling", hardness, and redness are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: warnings. Treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks. Adverse events. Per table 1: treatment site responses by maximum severity occurring in greater than 5 percent of subjects after initial treatment (n = 265) post injection with juvederm voluma xc possible treatment site responses include: swelling, firmness, and redness. Treatment site responses reported by less than or equal 5 percent of subjects include ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness. Other safety data. Post-market surveillance. Juvederm voluma without lidocaine has been marketed outside the us since 2005, and juvederm voluma with lidocaine has been marketed outside the us since 2009. As of (B)(4) 2012, the following aes were received from post-market surveillance for juvederm voluma with and without lidocaine with a frequency greater than or equal than 5 and were not observed in the clinical study this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities. Reported treatments include: antibiotics, steroids, hyaluronidase, anti-inflammatories, anti-histamines, aspiration, radio frequency therapy, laser treatment, ice, massage, warm compress, analgesics, anti-viral, ultrasound, excision, drainage, and surgery of subjects included injection site hypertrophy (0.7 percent), nodule (0.7 percent), inflammation (0.4 percent), injection site anesthesia (0.4 percent), injection site dryness (0.4 percent), injection site erosion (0.4 percent), mass (0.4 percent), contusion (0.4 percent) and syncope (0.4 percent).